Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03444. The device is not expected to be return for evaluation, therefore, it cannot be determined of any damage or defect was on the product. However, there is no indication or allegation of a device malfunction that lead to the withdraw difficulty. It is possible that the length of time the delivery system remained in the patient¿s vasculature, between the procedure and transfer to the operating room, conditions may have led to device damage or a clotting condition that could inhibited removal. With such limited clinical information, it is not possible to determine actual root cause. As no indication of a device malfunction is present, no actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, there was difficulty removing the delivery system and a cut down was performed. As reported by our (B)(4) affiliate, the pusher was not pulled back during valve deployment causing the valve to embolize. All of the devices were left in the patient and the patient's chest was opened to remove the valve and an aortic valve replacement was performed. There was difficulty removing the delivery system and a cut down was performed. The patient was on bypass for a long time and once back in intensive care unit they were unable to resuscitate the patient and they expired. The cause of death was cardiac arrest.